Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent dislodgement occurred. The liberte bare metal stent came off the delivery system inside the patient. It was successfully retrieved by unspecified means and the procedure was completed with a different device. No additional patient complications were reported. The patient's current condition is listed as "good". Additional information has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.